Event description:
Portacath problem was first noted in clinic on wednesday in 2003 when pt was presented for routine therapy. Access of port demonstrated some soft tissue infiltration with saline flush. Repeat access was same. Pt sent to radiology per hosp catheter evaluation routine for limited contrast study -captured under fluoro-, which indicated contrast leakage outside of port -not tracking through catheter- but no clear originating site of leak-reservoir septum thought possibly compromised. No evidence of separation of catheter portion from port reservoir. Surgery was consulted that day,saw pt and scheduled pt for port removal/replacement 12 days later at which time the now separated floating catheter was detected as above. Per surgery pt had had no interval complaints between event date and 17th during which time pt remained an outpt. Pt had the final portion of their portacath removed 2 days later, which was the actual reservoir portion of portacath. The catheter portion was removed by cardiologist 2 days prior after it has been detected free floating in the heart when the surgeon routine removal/replacement of what had previously been noted to be dysfunctiional -but not this catheter was torn/sheared off over connection to reservoir. There is also unidentified foreign body -plastic ring/sheath- buried in small piece of re-sectioned scar tissue-purpose/role uncertain. May or may not be associated with current or previous port device. Suspect this was unidentified object captured (initial fluoro images) which was separate from but lying near port/catheter connection in soft tissue.